Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the use of cook cutting loop, it was noted that the end of the cutting loop was fractured. It was further noted that the loop angle was bent against manufactured set angle.